Event description:
Physician reported textured implant exchange. Later physician reported rupture on right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight and an opening on posterior. A visual and micro analysis was performed which identified a striated opening, sharp opening, crease fold, and wear abrasion. A dimension measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a striated edge opening due to surgical damage consist in the use of some surgical tool. A sharp opening on posterior and anterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported textured implant exchange. Later physician reported rupture on right side. The device has been explanted.